Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during routine maintenance dialysis, leakage was observed from the venous (blue) luer adapter, dialysis was stopped and crack was found in it. The catheter was not repaired. Tego was not utilized. No instrument was used to loosen and tighten the device. Betadine and chlorhexidine were the cleaning agents used on the device and the insertion site was treated prior to product placement. The patient was taken to the catheterization laboratory, faulty catheter was removed. The catheter with similar model number was inserted successfully. Effective dialysis session was completed post catheterization. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during routine maintenance dialysis, leakage was observed from the venous luer adapter, dialysis was stopped and crack was found in it. The catheter was not repaired. Tego was not utilized. The adapters were usually tightened by hand and they did not use tools/instruments to loosen or tighten the device. Betadine and chlorhexidine were the cleaning agents used on the device and used to treat the insertion site prior to product placement. It was also stated that chlorhexidine was the only cleaning agent used to clean the adapters. The cleaning agents were allowed to dry thoroughly prior to applying ointment to the area. Flushing was done with normal result, nothing unusual was observed on the device prior to use and there were no other products being utilized with the device. The patient was taken to the catheterization laboratory, faulty catheter was removed. The catheter with similar model was inserted successfully (re-catheterization was performed using hemodialysis catheter). Effective dialysis session was completed post catheterization. There was blood loss of less than 5ml and blood transfusion was not required. There was no reported patient injury.